Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. Date rec¿d by MFR: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -10.5/2.0/105 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient right eye (od) upside down on 25 mar 2021. The lens was removed within the same surgery. There was no patient injury. Cause of event was unknown. The reporter stated that the lens got broken when explanting.